Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2008 with a bifurcated and two infrarenal aortic extensions. Subsequently, on (B)(6) 2016, the physician noted a possible 3b endoleak at the aortic bifurcation and elected to repair by relining with a bifurcated device. Patient is in stable condition.

Manufacturer narrative:
The clinical assessment was based on patient medical records and patient images. At the completion of the clinical evaluation, based on the information received, the following reported events were confirmed: type 3b endoleak and relining of the bifurcated stent. Additionally there was evidence to reasonably support the following observations; dilation of the stent cage of the main body, stent fracture in the main body, and placement of non-endologix stent in the left common iliac artery due to residual stenosis. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Based on the information available the root cause of the reported event is unknown.